Event description:
It was reported that during ins replacement impedance readings indicated that there was a short circuit, noting low impedance and high amplitude. The combination of 0 and 1 had an impedance <50 ohms and when 3 was removed the impedance was <50 ohms. The hcp noted that he was going to replace the pt's ins despite that there was a short circuit. The hcp understood the situation, but continued with the ins replacement. It appeared that the short was present before the replacement surgery. The short appears to be at the connection of the dbs lead and the extension. The patient did not experience any symptoms as a result of this event. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.